Event description:
It was reported that pump experienced malfunction code that occurred without any notable prior events. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset steps, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned.